Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with an unspecified issue on their lead. During a replacement surgery for the lead on (B)(6) 2021, it was noticed that it also exhibited insulation damage. Lead was capped and replaced. Patient was stable after the procedure.